Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was between 300-400 mg/dl with nausea, extreme thirst, extreme urination, and trace ketone levels. The reported noted an intermittent power issue with the pump. The reporter noted the patient received phone advice from a healthcare provider and treated with insulin via injection, they discontinued pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.